Manufacturer narrative:
Summary of evaluation: the results of the investigation verified the complaint. The condition observed was attributed to a coarser dispersion of barium sulfate particles in the powder component of the bone cement. Co's testing and analysis indicated that this is a cosmetic condition which will have no adverse effect on the mechanical properties of the bone cement. Testing verified conformance to the internal acceptance specifications. In addition, samples of cement exhibiting this condition were tested for tensile strength which was found to be within the normally expected range for simplex p bone cement. As a result of the investigation co was adjusted the milling and blending process to result in a finer dispersion of barium sulfate particles. All current production of simplex p powder reflects this change.

Event description:
Rptr states, "flecks of shiny material were noticed in the cement." Cement was not used on the pt. Another batch of cement was mixed and used. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.